Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Staff encountered positioning issues confirmed by echocardiography. Anemia and tachycardia have also been reported. The patient survived the event after a successful wean and explant.